Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified creases fold and two curved openings on anterior. Leak test and microscopic analysis were performed which identified two curved striated openings on anterior and partial delamination of the valve (approximately 90%). Based on the device analysis the final assessment was a striated opening assessed as surgical damage consistent in the use of some surgical tools, and partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.